Event description:
The mother stated the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 1400 mg/dl. The mother declined troubleshooting on the insulin pump. The mother stated that the customer has been partying the night before which lead to the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.